Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6, h10. The product sample was not returned for evaluation. Documentation review was not possible since no lot number was provided. It was reported that IV tubing was erroneously connected to y site. Some IV-line products have similar access ports to the needleless y-site in the reported accudrain product. Nonetheless, the eds ports have a bright yellow label one inch long with the words ¿csf access¿ (all capital letters) to differentiate from other ports, and the patient line tubing has a green stripe. Even though IV-line and eds sampling ports are similar, the reported product has visual aids (¿csf access¿ yellow bands and green stripped tubing) to differentiate from other products and avoid this hazardous situation. Therefore, it can be concluded that the root cause for this event is user related since user seems to have overlooked product markings and/or labels.

Event description:
N/a.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Sus voluntary event report foi for manufacturers (mw5094623) was received on 09jun2020 with the following information: patient had an external ventricular drain (xxx-accudrain) placed. On (B)(6) 2019, an intravenous (IV) tubing was erroneously connected to the y site tubing on the drain device rather than the patient's port. This allowed medication infusion to run through the drain device. Unspecified serious injury/adverse event noted. There was no patient information provided. Additional information has been requested.